Manufacturer narrative:
H6 the reported event, for tip break, was not confirmed as the device was not returned for evaluation. Without the device, the root cause cannot be determined. The quality investigation is complete.

Event description:
It was reported that the tip of the knife broke off during a procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that the tip of the knife broke off during a procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.